Event description:
The spyglass camera was plugged into the spyglass unit. The image was repeatedly cutting in and out. Circulator had to continue unplugging and plugging unit back into spyglass unit. Problem kept occurring. Tried to turn unit off three times with the same problem occurring. New spyglass camera was opened to field with no issues.